Event description:
During follow-up, noise resulting in oversensing due to alleged, but not confirmed lead damage was observed on the right ventricular (rv) lead. Provocation testing was performed and noise was reproduced. No intervention has been performed at this time. The patient was in stable condition and the physician elected to monitor the patient.